Event description:
A customer reported via phone call indicating that their insulin pump alarmed during the manual prime sequence. The patient's blood glucose level was 350 mg/dl at the time of the call. The customer stated that the drive support cap did not appear to be damaged. The customer was informed that the insulin pump needed to be replaced and was advised to return the insulin pump back for analysis. The customer sent the product back for analysis. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.